Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-50 ,serial #: (B)(4), description: linear st lead, 50cm; model # sc-2366-50 (sn (B)(4)): device evaluation indicated that lead's impedance test revealed five cables were open. X-ray inspection confirmed that the fractures occurred in the electrode array of the distal end. Model #sc-1110, (sn (B)(4)): device evaluation indicated that the device passed all tests performed. The device functional test was performed to ensure the device integrity. No anomalies were found. Model #sc-2218-50, (sn (B)(4)): device evaluation indicated that the device passed all tests performed. Visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information will be provided to bsn. During device analysis, it was confirmed that five cables were open and that there were fractures that occurred in the electrode array of the distal end of the lead.